Event description:
As reported for this event by the customer, during preparation for use, the device yielded no image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The users complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device unit. The cable was also found to have kinks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a defective charge couple device unit (ccd-u) and kinked camera cable. The cause of the ccd-u defect was unknown. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.